Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) have not yet been recovered. Review of the downloaded software flag files on the day of the event do not indicate any device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 10/07/2015. Belt: 10/17/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The lifevest reportedly would not stop alarming, which prompted the patient to contact ems. The patient was taken to the hospital where he passed. Review of the event indicates that the patient experienced vt at 19:02:26 on (B)(6)2017 for which the lifevest delivered a full 150j shock at 19:03:35. The rhythm after the shock was asystole with intermittent cardiac activity. The lifevest then delivered two more shocks during this time at 19:03:59 and 19:04:36. The patient continued in asystole for a few minutes before vf returned at 19:09:35. The lifevest delivered a fourth full 150j shock in response to vf at 19:10:14. The rhythm after the shock was asystole. The patient remained in asystole until the device was disconnected at 19:39:45.